Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump prompted customer to complete fill tubing process multiple times. There was no reported impact to customer's blood glucose. Reportedly, customer completed fill tubing process and resumed insulin therapy.